Event description:
Smiths medical international has reported that they were notified of an event of the tracheostomy tube passed pretesting, and when the day ended there was leakage. The device has been changed 2 to 3 times but it appeared to have the same defect every time, leakage after several hours. The doctor reported that the ptmay have a sharp edge or something of that nature on one of the cricoid rings as the tube is passing during the pretesting an the cuff leakage is in the same spot in the cuff.